Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. The date of the product expiration is unk, only the month and year were provided. Add'l info has been requested. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
Add'l info was received. A complaint query was generated using the following parameters: date range of 10/28/2014 to 05/04/2015; brand name type: endotracheal tubes- airway management. The results of the query identified a total of 44 reported complaints for the reported complaint issue- cuff issues. Six were identified as being associated with reference number (B)(4). No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u up report will be submitted. Reported to FDA on may 28, 2015.

Manufacturer narrative:
The report submitted on december 26, 2014 with the pt identifier of (B)(6) had the incorrect MFR report number listed (9611710-2014-00344). The correct MFR report number should have been 9611710-2014-00394. A quality investigation was performed. A product sample was available to assist with the investigation. One unit of endotracheal tube was received in an open unit pack enclosed in an envelope. An analysis on the returned samples provided was tested and did not perform to our requirement. This complaint issue has been investigated to address the confirmed complaint and a corrective/preventive action has been defined. The reported lot number was manufactured prior to the CAPA implementation. Reviewing the assembly batch record revealed that there is 0.5 % of leak at tip detected during inflation process and the defective part was rejected and discarded. Reviewing of the risk assessment file does cover potential cause (leak issue) and it's controlled. Reviewing of the complaint trend within year 2009 to november 2014 for the leak issue, indicated an increased in trend. However, internal corrective action has been assessed as part of the record to address the confirmed complaint. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on january 12, 2015.

Event description:
Complainant reports there was an air leak from the cuff and the cuff would not inflate. The defect was found before it was used on a pt.